Event description:
It was reported that the patient presented to the clinic due to increased pacing lead impedance. The lead was diagnostically imaged prophylactically and externalized conductors were observed. Lead testing also revealed a variation in low voltage impedance. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.